Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm impending rupture using gore® excluder® aaa endoprosthesis. When a trunk ipsilateral leg endoprosthesis was deployed, the right renal artery was unintentional covered by it. A stent was implanted in the right renal artery and the blood flow was secured. The patient tolerated the procedure.